Event description:
Note: the date of event is unk. Note: this report pertains to one of six complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-01985, 3005099803-2009-01999, 3005099803-2009-02000, 3005099803-2009-02009 and 3005099803-2009-02019 for the other associated device info. It was reported to boston scientific corporation on march 26, 2009, that a leveen needle electrode, four grounding pads and a rf generator were used during an rfa (radio frequency ablation) procedure. According to the complainant, during the procedure, using a 5 centimeter probe, the lesion was burned. The site indicated that heat was applied for a long duration. The pt developed burns on the upper thigh 8 hours after case completion. The burns were treated and the pt is fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.